Event description:
The customer alleged the device displayed an error code that indicates the unit may have entered safety valve open mode. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the reported condition. The unit passed extended self testing. It is not verified that the unit entered safety valve open mode, and no malfunction may have occurred.